Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Inspection under the microscope displayed nicks on the knife blade. Inspection of the orvil anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The instrument was applied to the appropriate test media producing acceptable results, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopy-assisted proximal gastrectomy (lapg), after firing for anastomosis of esophagus and stomach, esophagus side donut was not obtained. Leak test was passed but the tissue was sewn with 2 stitches just in case. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. The status of the patient is no problem.